Event description:
In 2006, the patient was treated for a thoracic aortic aneurysm with the gore tag thoracic endoprosthesis. The physician intentionally covered the left subclavian artery. A final angiogram showed a proximal type I endoleak with a patent left subclavian artery. A second tag device was used to treat the type I endoleak. Completion angiography showed persistent flow in the left subclavian artery as well as a small proximal type I endoleak. The physician chose to adopt a wait and watch approach. In july 2006, a CT angiogram reindentified the persistent proximal endoleak and on the following month, a re-intervention was performed; however, a faint proximal type I endoleak persisted. Neither the aneurysm sac nor the left subclavian artery appeared to be filling. The patient tolerated the procedure and will continue to be monitored by the physician.

Manufacturer narrative:
Additional device implanted in the primary procedure. Also implanted, but not contributing to this event ar gore tag thoracic endoprosthesis' tg4015/lot #03621031, tg4015/lot #03719502, tg4020/lot #03969554.